Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15jul2024.

Event description:
Physician reported left side seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Physician reported left side seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events seroma-late was received on june 21, 2024 with lot number 2193150. Based on the product analysis performed, the assessments of the complaints are: seroma- late: unable to observe as it is not related to the device. As per the investigation procedure, particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side seroma. Device has been explanted.